Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during an unknown procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the association loop broke. The complainant was unable to confirm that nothing detached. Several attempts at follow up have been unsuccessful. The procedure was completed with another obtryx system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "ok".

Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during an unknown procedure. The patient age was reported to be (B)(6). According to the complainant, during the procedure, the association loop broke. The complainant was unable to confirm that nothing detached. Several attempts at follow up have been unsuccessful. The procedure was completed with another obtryx system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
A visual evaluation of the returned device revealed that one association loop had split but not detached from the dilator. A DHR review was performed and found no issues that are related to the failure.